Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.